Event description:
The customer received a questionable hemoglobin a1c result for one patient sample. The initial result was 11.5 % and was reported outside the laboratory. The clinician did not believe the result and asked for repeat resting. On (B)(6) 2013, the sample was repeated and the result was 5.5%. The patient was not adversely affected. The hemoglobin a1c reagent lot number was 67203301. The expiration date was requested, but not provided.

Manufacturer narrative:
No information was provided on the specific part number involved in this event. This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause. The area around the probe washing station was dirty which could have led to some kind of carry over. As part of comprehensive system maintenance, the field service engineer could not find any problem. He replaced b and c syringes, waste pump and all solenoid valves at the transfer head. No further issues were reported.